Event description:
Leaking of drug (fluorouracil) in chemotherapy home infusion due to dosi-fuser failure. The product leaked on a patient and some furniture. Also, patient's son got drug on his hands and had blisters on his fingertips after cleaning up the spill.

Manufacturer narrative:
This event has been treated in leventon (B)(4) as an incidence ((B)(4)), by checking the returned defective unit and by assessing the samples corresponding to the involved lot number. The returned unit shows a break in the elastomeric balloon due to a burst, which caused the leakage. The related internal report with conclusions is attached (pages 3 and 4).